Event description:
According to the initial report, "doing an inservice with the hospital test fiber, the fiber sparked and smelled like burning."

Manufacturer narrative:
The device in question was lost during shipment. A claim has been open with the shipping company. Should this package be found an investigation and a follow-up report will be performed. The serial number that was initially provided is not an accurate serial number therefore no manufacturing review could be made. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
Awaiting sample return, once received, an evaluation will be performed. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "doing an inservice with the hospital test fiber, the fiber sparked and smelled like burning".